Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented with dry eyes at a 1 week post lasik follow up visit. The pt was noted to have epithelial ingrowth in both eyes. There are two med device reports associated with this event. This report is for the left eye.